Manufacturer narrative:
The laboratory evaluation indicated that the complaint of a priming error was confirmed and the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complaint of a priming error and a broken pivot point.